Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was patient reported their device has been off "because it didn't end up working out". Pt clarified therapy was not successful for them/pt did not get good therapy relief with the implant. Pt reported they are having a lot of bladder issues. Pt initially stated it worked for about a week and "now I'm having horrible.." (Pt did not finish sentence at this point in the call). Someone in the background of the call then stated pt has not had therapy on for at least probably 3 years. Pt reported now their incontinence is worse. Caller in background clarified they would say event date of when implant stopped working was within the first 6 months to a year. Patient stated their spinal specialist wants to do an MRI scan of pt's neck and lower back. Reviewed MRI compatibility. Pt reported they need MRI scan as they are having a lot of numbing in their legs. Pt stated they will discuss with their managing doctor having the implanted system removed. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a healthcare professional (hcp). The hcp reported that the steps taken were noted to be "multiple attempts to reprogram, x-ray lumbo-sacrum verified placement. Medications added to therapy. Schedule for removal pending." The issue was reported as not yet resolved. Device removal/replacement was noted as planned but a surgery date is pending.